Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel seale extend (vse) had poor energization. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: the surgeon stated when they were attempting to seal, but it would not. The vse instrument did seal during the procedure (earlier or later was not specified). There was no error code when the issue occurred. During the issue, there was no audible signal (continuous tone) while the pedal was pressed nor did the seal cycle complete with the fast audible tones as expected. Tissue effect was not observed during the sealing cycle during the issue. The tissue was not cut when the tissue was not fully sealed. The target tissue was the peritoneum, and the target tissue was not under tension during the sealing process. The vessel was not greater than 7mm in diameter and there was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws of the vse did not come into contact with a clip, suture, staple, or other metal objects when the reported issue occurred nor were the jaws immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding. The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to manufacturing. Additional observation(s) related to customer reported complaint: the instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.122" from the garage. The blade exposed outside of the blade garage. There was no bio debris found at the instrument tip. Components adjacent to this dislodged blade do not show damage. The probable root cause is attributed to the manufacturing process.